Manufacturer narrative:
An event of aortic insufficiency and high gradient was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 21mm sjm trifecta valve was implanted on (B)(6) 2015. On (B)(6) 2017 an echocardiogram showed an aortic insufficiency (grade ii). A valve in valve procedure was performed and a 20mm edwards sapien xt valve was implanted inside the trifecta. The patient is reported to be stable.

Event description:
A 21mm sjm trifecta valve was implanted on (B)(6) 2015. On (B)(6) 2017 an echocardiogram showed aortic insufficiency (grade ii) due to immobility of the right coronary leaflet. The mean/max pressure gradients were 25mmhg/57mmhg. On (B)(6) 2018, a valve-in-valve procedure was performed and a 20mm edwards sapien xt valve was implanted within the trifecta valve. The patient was reported to be stable post-procedure.